Event description:
Reporter indicated that per the patient, the patient touched an electric fence and disabled her vns device. The vns was programmed back to intended settings. The reporter is aware that an electric fence will not disable the vns. Attempts for vns programming history are in progress to establish if a faulted diagnostics test or inadvertent programming event turned off the vns. The patient had prophylactic vns generator replacement on (B)(6) 2012. Attempts for return of the explanted generator are in progress.

Event description:
All attempts to the reporter for vns programming history have been unsuccessful to date.

Event description:
With the available information, the cause of the vns generator being set to 0ma is most likely due to a faulted systems diagnostics test or inadvertent programming event, as product analysis of the generator has shown no device failure.

Event description:
The explanted vns generator was returned for analysis on (B)(6) 2012. No anomalies were noted and the generator performed per specifications. Attempts for vns programming history are still in progress.

Manufacturer narrative:
Suspect medical device, corrected data: the incorrect medical device was inadvertently reported on the initial MDR report. The correct device is provided. Operator of device, corrected data: the operator of the device is the health professional. Device evaluated by manufacturer, corrected data: the device was not returned to the manufacturer. Device manufacture date, corrected data: the device manufacture date is unknown as the software information is unknown. Usage of device, corrected data: device is not single use as it is software. Usage of device, corrected data: the usage of the device is na as it is software.

Manufacturer narrative:
Operator of device, corrected data: the initial MDR report inadvertently noted the incorrect operator of the device as the health professional. The operator of the device is the patient. Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation.